Event description:
Reportedly, on (B)(6) 2026, after implant, all patient data was added to the pacemaker including leads. Data was saved. When reinterrogated the next time all data was gone.

Manufacturer narrative:
Analysis of the provided data did not permit to confirm the reported event. Review of the logs established that during the initial interrogation, only parameter programming was performed, and no patient data programming. The patient data programming was performed after the re-interrogation. No general malfunction is suspected with the subject device. This case is retained and utilized for trend purposes.